Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v001281, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: v001281, ubd: 30-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient regarding the patient's implantable neurostimulator (ins). Information was reported that the caller said the patient told her that he fell on his ins in (B)(6) of 2019 and it hasn't worked right since as it turns on and off on its on intermittently and will not connect to the patient programmer (pp). The patient also noted that his ins has been turning on and off intermittently since, and mentioned since the fall in july the lead hasn't been working right. The patient said the MRI tech was able to get the ins to connect to the pp for a few minutes yesterday, but then it stopped connecting again. The patient was redirected to follow up with their healthcare provider (hcp) to have their system checked. It was noted that the patient is getting an MRI due to medical problems. No further complications were reported. No additional patient symptoms were reported.